Manufacturer narrative:
A) the product has not been returned, investigation is pending. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) concomitant products used: product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4). Product name: stockert 70 rf generator us catalog #: s7002 serial #: (B)(4). Product name: coolflow® irrigation pump us catalog #: cfp001 serial #: (B)(4). Product name: webster® cs catheter with ez steer¿ technology and auto ID us catalog #: bd710df282ct lot #: 17050785m product name: lasso® nav eco variable catheter us catalog #: d134302 lot #: 17008064l c )manufacturer's reference #:(B)(4).

Manufacturer narrative:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered from a cardiac tamponade which required pericardiocentesis. The product was not returned, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. As lot # 17003049m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference #: (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered from a cardiac tamponade which required pericardiocentesis. It was noted that this patient had a medical history of hyperlipemia, mitral valve prolapse, venous insufficiency and non-ischemic cardiomyopathy that may have contributed to this event. The procedure was completed successfully. The patient did require hospitalization and was reported that patient moved out of intensive care unit today. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Settings during the event include: power settings of 20-30 watts and irrigation flow of 17-30ml/min.